Event description:
Customer states that the seat is cracked, no lot code. Customer was livid, screaming that he had to go to a local dealer to replace. Was unable to get any more information from him.